Event description:
It was reported to the manufacturer by the end user, per the end user patient was in the lift and then fell out, facility not sure if it cause was staff error or the lift itself. Patient was taken to hospital with possible broken ribs. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. Complaint# (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.